Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leaked at septum xiangma isolation plug leakage

Event description:
No additional information provided.

Manufacturer narrative:
1. The customer has no sample photo to return 2. Production record check (lot#4052015) : 1) this batch of products will be assembled in jingma automatic line 4 in april 2024, and packaged in r240 packaging line in april 2024. The number of work orders is (B)(6) pieces; 2) isolated plug incoming inspection, no abnormal appearance and size, in line with the requirements of incoming inspection specifications; 3) 800 leakage tests in process testing and 32 leakage tests in shipment testing, the test results are in line with product standards; 4) in the production process, there is no conformity, deviation or rework behavior; 5) isolation plug assembly equipment without abnormal maintenance. 3. Cause investigation: 1) the retained sample of this batch was taken for relevant testing: no leakage was found at the isolation plug, and the test report is attached pr#11540357; 2) the factory has initiated CAPA for further root cause investigation. Conclusion: no abnormality was found in the product manufacturing process, and all test results were in line with the requirements of the product specification. No similar complaints were received from other hospitals about this batch of products. In response to this defect, the factory has initiated CAPA to trace and investigate its root cause.